Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the adaptor is breaking (crack) for aquapak oxygen tubing. A leak appears.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were red marks between the tabs of the adaptor. No cracks were detected. The sample was placed on the oxygen flowmeter under o2 flow at 15 l/min for 20 minutes and no cracks were found that could be causing leakage in the product. Therefore it is considered as an acceptable and functional sample. The customer complaint cannot be confirmed as there were no issues found with the returned sample. While performing the visual inspection, damage was observed on the adaptor; however, it was determined that this damage did not occur at the manufacturing facility. No cracks were found that could be causing leakage in the product.

Event description:
The customer alleges that the adaptor is breaking (crack) for aquapak oxygen tubing. A leak appears.